Event description:
Same case as MDR ID# 2134265-2015-04571, 2134265-2015-04576, 2134265-2015-04572 and 2134265-2015-04618. Platinum diversity clinical study. It was reported that myocardial infarction and patient death occurred. In (B)(6) 2015, clinical assessment indicated that the patient¿s qualifying condition was myocardial infarction which occurred within 24 hours prior to the index procedure. The target lesion was a de novo lesion located in the proximal left anterior descending artery (lad) to the mid lad with 100% stenosis and was 28mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with predilation and placement of a 2.50x32mm and a 2.25x20mm promus premier¿ stents. Post dilation was performed with 0% residual stenosis. On the evening of the same day, the patient began experiencing an intermittent mid-sternal chest ache which was relieved by belching. The chest ache was in the same location as the patient's previous chest discomfort, but different in character as the previous discomfort presented as pressure, the present chest discomfort was more of an ache and not associated with a change in breathing pattern. Seven days post index procedure, the patient underwent a staged percutaneous coronary intervention (pci). Target lesion #1 was a de novo lesion located in the second obtuse marginal artery (om) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with predilation and placement of a 2.50x12mm promus premier¿ stent however a grade b vessel dissection located distal to the target lesion was noted after stent implantation. A 3.00x12mm promus premier¿ stent was implanted to treat the dissection and post dilation was performed with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the first om with an 80% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with predilation and placement of a 2.50x24mm promus premier¿ stent. Post dilation was performed with 0% residual stenosis. Later in the evening, the patient experienced vasovagal episode while in the bathroom as the patient had not had bowel movement (bm) in 4 days. The patient was assisted back to bed and vital signs were taken. The patient was then placed in a trendelenburg position. Normal saline bolus 250 ml was given and the patient was assisted to bedside commode for large bm. The patient then went back to bed and had another bm however the patient complained of chest pain. Troponin level was taken which was noted to be elevated. The patient was unable to maintain hemostasis with trans-radial band (tr) removed, so band was replaced. Morphine was administered to treat the chest pain. The patient continued to have loose bm. It was then noted that the systolic blood pressure was falling to 80-90mmhg. The patient continued to be cold, clammy and hypotensive. The tr band was removed and the patient's condition was declining. It was noted that the patient had palpatory blood pressure with bolus fluids. Dopamine was then started however on the following day, the patient died.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of death was st elevation myocardial infarction (stemi).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).